Event description:
It was that during the system implant procedure, the physician was able to interrogate this implantable pacemaker while still in the packaging to enter patient data. However, after the package was opened and this device was connected to the newly implanted leads, it was observed that the device's remote frequency telemetry was lost. Upon re-interrogation, an alert was received, indicating that this pacemaker was operating in safety mode. The physician subsequently exchanged the device to resolve the event and no adverse patient effects were reported. This pacemaker is expected to be returned for analysis, but has not yet been received.

Event description:
It was that during the system implant procedure, the physician was able to interrogate this implantable pacemaker while still in the packaging to enter patient data. However, after the package was opened and this device was connected to the newly implanted leads, it was observed that the device's remote frequency telemetry was lost. Upon re-interrogation, an alert was received, indicating that this pacemaker was operating in safety mode. The physician subsequently exchanged the device to resolve the event and no adverse patient effects were reported. This pacemaker has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative).